Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that the reverse mode does not work on the compact air drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: date device returned to manufacturer was entered as december 12, 2017. It has been corrected to december 11, 2017.

Manufacturer narrative:
The manufacturing site name was documented as (B)(4) in the initial report. This has been updated to (B)(4). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly. Device evaluation; this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the motor of the compact air drive device seized, jammed, and was moving heavily. It was noted that the motor was defective. It was further determined that the device failed pretest for check function of soft mode switch (safety system), check for untrue running , check for excessive noise, and check starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.